Event description:
It was reported to philips healthcare that the device's etco2 function was not working properly and was reading low. There was no negatice patient impact.

Manufacturer narrative:
Pr#: (B)(4).